Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring treatment. Device issue: none. It was reported that a pixel stent was implanted in 2007. A follow up was performed on seven months later, and in-stent restenosis was confirmed. Percutaneous coronary intervention was performed. The target lesion was the proximal circumflex which had mild tortuosity, mild calcification, and 75% stenosis. A navicath video guided catheter was delivered toward lesion, but it didn't cross. A guide wire was delivered and shortly after, the guide wire was changed to the atw mw. Then, another company's balloon catheter was inflated inside of the deployed pixel stent. A cutting balloon was also delivered. As the in-stent restenosis extended to the proximal portion of the pixel, a vision stent was deployed there. It was post-dilated with the vision stent delivery system, and also inside of the pixel. The procedure was completed. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation- product performance engineering reviewed the incident info. Restenosis, as listed in the rx pixel risk assessment and instructions of use (apl2052514 2/1/2007 4th edition) is a known adverse event associated with coronary stenting and clinically acceptable in the view of pt benefit. This known pt effect is not necessarily an indication of a product quality issue. There were no non conformances for the affected lot and no similar incidents reported with this part/lot number combination. There does not appear to be any indications of a stent delivery system quality problem.